Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with symptoms of pericardial effusion. A perforation due to the right ventricular (rv) lead 2 days after the implant procedure was found. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with at 14-55 gray stylet in the lead. The lead was returned with the helix extended. There is a cut in the outer insulation at 15 cm and 15.5 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.